Event description:
Initial surgery was performed on (B)(6) 2023. Device had been implanted for approximately 1 year 3 months. Patient reported a fall while walking dog to surgeon when being evaluated for possible dislocation. Following revision, it was reported that the poly insert had dissociated from the humeral stem. Revision surgeon removed poly insert 36mm +4 p/n 1230-7504-002 and implanted new poly insert 36mm + 0 p/n 1230-7518-001, humeral spacer +8mm p/n 1230-7522-001, and spacer locking screw p/n 1230-7521-001.

Manufacturer narrative:
The DHR for the polyethylene insert was reviewed and, when released for use, met design and manufacturing requirements. There were no non-conformities associated with the component that may have contributed to the event identified during manufacturing. The devices was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. The returned poly insert was evaluated and found nicked, deformed, and scratched. It is not known when the deformation of the poly insert took place and likely occurred after dissociation or during explanation. Catalyst has identified two factors thar could contribute to dissociation. One factor is not following the surgical technique and not assembling the poly insert completely within the humeral stem. The other factor is the poly insert experiencing a high force not in-line with the insert / stem interface.